Event description:
A patient was burned on the upper right shoulder through the gown, with the cable of the cable trap and using the head coil. Burns were discribed as 1st to 2nd degree with blisters. The patient was treated with ointment and released.